Event description:
Reportedly, the haptics were stuck to the optic after insertion into the eye; however, there was no patient injury or patient intervention required nor a serious injury reported. No further information was available from the customer on the specifics of the reported issue.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.